Manufacturer narrative:
(B)(4).

Event description:
...

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A serial number was not available. A serial number search could not be performed.

Event description:
A peritoneal dialysis patient reported feeling abdominal pain and shortness of breath. The patient stated after filling with 2500ml, a stat drain yielded 4800ml, 192% of the fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. 180% of fill volume 2500ml is 4500ml. Therefore, a reportable malfunction has occurred. Follow up with the patients peritoneal dialysis nurse confirmed the patient felt full and was experiencing distention in the lower left portion of the abdomen. The patient performed a stat drain and the symptoms were alleviated. As a result of the event the peritoneal dialysis nurse modified the patient¿s prescription, the patient has been able to complete treatment with the modified prescription without further issue.